Event description:
It was reported that the there was a concern with a radial head prosthesis and postoperative loosening of the stem. The patient had surgery on (B)(6) 2014. X-ray confirmed on (B)(6) 2014 that the stem had loosened. The device is still implanted in the patient; a revision surgery reportedly appears inevitable but has not yet been scheduled. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
(B)(4).device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). There were no material review records, nonconformance reports, or complaint related issues with this lot. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.